Event description:
It was reported that the customer experienced intermittent occlusion alarms. The customer's blood glucose (bg) level was 600 mg/dl. Elevated bg was addressed by manual insulin injection. The customer changed the cartridge before resuming insulin delivery.